Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin on the system controller¿s power cable was not able to be confirmed. The heartmate 3 system controller (serial number was not returned for analysis. The system controller was exchanged and discarded. A root cause of the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. Section f of the IFU, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller power cables. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the prongs in the system controller patient cables were bent. The system controller was exchanged as it was unable to connect to the heartmate touch or the system monitor, and log files were unable to be downloaded. The system controller was discarded.